Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56 cm model#: sc-4319 serial #: (B)(4) description: clik x MRI anchor.

Event description:
A report was received that the patient's midline incision site opened up and infection was suspected due to incision site not healing properly. The symptoms included redness and discharge. The patient was prescribed oral antibiotics.

Manufacturer narrative:
Additional information was received that the patient¿s wound has healed and there will be no further course of action.

Event description:
A report was received that the patient's midline incision site opened up and infection was suspected due to incision site not healing properly. The symptoms included redness and discharge. The patient was prescribed oral antibiotics.

Manufacturer narrative:
Additional information was received that infection was not believed to be related to the procedure. It was reported that the wound was closing. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's midline incision site opened up and infection was suspected due to incision site not healing properly. The symptoms included redness and discharge. The patient was prescribed oral antibiotics.